Manufacturer narrative:
The product is available for evaluation and testing; however, the product has not bee returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the luer hub of the cypher select plus 3.5 x 23 mm stent was cracked. There was no reported patient injury. Additional information has been requested, but is not available at this time.